Event description:
It was reported that lead was explanted and replaced due to dislodgement. There were no complications and the patient was discharged the next day.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.